Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of pd catheter being sluggish and "slow draining" or possible touch contamination from performing flush and peritonitis with culture positive for coagulase negative staphylococcus in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient had a pd catheter placed. On an unreported date in (B)(6) 2011, the patient's catheter became sluggish and "slow draining". On an unreported date in 2011, the patient started manual flushes with unspecified heparin and unspecified saline (doses, frequencies, and lot numbers not reported) during her menses to treat the sluggish and "slow draining" pd catheter. On an unknown date in 2011, the patient began flushing the pd catheter with unspecified heparin daily and with manual exchanges. On (B)(6) 2011, the nurse manually flushed the pd catheter with tissue plasminogen activator (tpa) (dose, frequency, and lot number not reported) and unspecified heparin. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, a sample of the pd effluent was collected and peritoneal effluent culture, white blood cell (wbc) count, red blood cell (rbc) count, neutrophil count, lymphocyte count, and monocyte count were performed. The peritoneal effluent culture showed no growth. The peritoneal effluent wbc count was elevated and the value was 4600 cells/?l. The rbc count was 3cells/?l, neutrophil count was 89cells/?l, monocyte count and lymphocyte count were 0cells/?l. On (B)(6) 2011, the patient began treatment with ancef and fortaz (route, dose, and frequency unknown) for peritonitis. On (B)(6) 2011, a blood culture was performed which was positive for coagulase negative staphylococcus. On (B)(6) 2011, the pd catheter was removed and the pd catheter was found to be clotted. On (B)(6) 2011, ancef and fortaz were discontinued and the patient started on vancomycin. The nurse stated the peritonitis was not related to dianeal therapy, tpa, heparin, and saline. The cause for the pd catheter being sluggish and "slow draining" was the clot in the pd catheter. The clot in the pd catheter was possibly due to not using enough heparin to flush the pd catheter during the patient's heavy menses. Baxter considered tpa, heparin and saline as co-suspect. Patient injury reported: yes. Medical intervention required: yes.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).